Event description:
It was reported that a patient's implantable neurostimulator (ins) was "wearing through the skin". It was stated that the ins was surgically moved to another location. The ins was moved to the patient's right chest. It was noted that the patient experienced pocket erosion. It was reported that the patient's status at the time of the report was "alive with no injury".

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40 lot# va0214q, implanted: 2012 (B)(6); product type lead product ID 3387s-40 lot# v902308, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that erosion was noted in the patient's right chest in the superior lateral corner of the implantable neurostimulator (ins). Three days prior to the report the patient's wife noted redness in the superior lateral corner of the ins. The patient's wife also noted that after the patient's previous revision in (B)(6) he was treated with six weeks of antibiotics and the incision in his left chest wall had not healed completely. The patient had a biopsy of his left chest wall that confirmed pyogenic granuloma superior to the left chest wall incision. The patient was scheduled for an ins replacement on the day of the report. The patient was to be admitted to the hospital on the day of the report for five days to be treated with intravenous antibiotics. Cultures were obtained from the right chest wall site and sent for results. At the time of the report the patient outcome was noted as alive with no injury.

Event description:
Additional information received reported that the result of the culture taken on (B)(6) 2014 was unknown.